Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type catheter, product ID 8591-38, lot# d13565, implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type accessory, product ID 8590-1, lot# n310167, implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type accessory.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient also experienced a ¿little bit of burning¿ sensation in the pump pocket.

Event description:
It was reported that the patient was complaining of pain <(>&<)> irritation in the pocket. Reporter stated that the patient also re ported hearing an alarm. The pump logs were checked, however no alarms were noted. The patient was watched for 5 hours in the emergency room, no alarms were heard. The healthcare provider believed the issue was pocket irritation due to recent implant. The irritation was over the pump location. It was later reported that the patients entire pump system was explanted on (B)(6) 2012 at the patient's request, due to intolerance. The healthcare provider reported the patient's outcome as 'no injury'. The medication in the pump was morphine.